Event description:
We have recently discovered a problem with the alaris pump system which we believe is a serious patient safety issue. For those drugs that are administered as a continuous infusion as weight based dosing, any change to the patient's weight after the infusion has begun will alter the medication dose and keep the infusion rate the same. The following example is a summary of the problems which have occurred: patient was receiving dobutamine 3mcg/kg/min (500mg/250ml). The pump calculated the infusion rate at 9ml per hour. The patient's weight dropped to 10kg due to loss of water weight. The nurse changed the patient's weight in the pump by 10kg. The pump responded by maintaining the rate at 9ml/hr and increasing the dose to 3.33mcg/kg/min. The exact opposite happens when a patient's weight increases (the pump will reduce the dose). To be certain we have modeled and replicated the problem in our biomedical engineering lab. These devices were installed earlier this year and have had no software upgrades. The software version used with these devices is alaris 8015 pc.